Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, a review of the device history record (DHR) is not available as no lot number was provided. Based on the information received, the cause of the reported event was due to manipulating the catheter within the right ventricular outflow tract which resulted in a cardiac perforation. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a crtd implant procedure, a cardiac perforation occurred. When cannulating the coronary sinus for left ventricular lead placement, the right ventricular outflow tract was perforated within the ostium, resulting in an effusion. No intervention was needed to treat the effusion and the patient is in stable condition. There were no performance issues with any abbott device.